Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted diaphragmatic hernia repair surgical procedure, the fenestrated bipolar forceps instrument had a broken cable. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient harm. No fragments fell into the patient. The procedure was completed with a replacement instrument. The procedure delay was 3 minutes.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found a mechanical indentation to the distal pulley that potentially contributed to the broken grip cable. An additional observation not reported by the site that was related to the primary failure was identified. The instrument was found to have one indentation on the outer face of the distal idler pulleys. There were no pieces missing. The grip cable adjacent to this indented pulley showed damage and was broken.

Event description:
Refer to h10/h11 for follow-up information.